Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure inserts that he had removed were not complete and were not in a one piece"), abdominal pain ("acute abdominal pain") and dermatitis allergic ("developed a serious skin allergy in the gluteal region") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("initial attempt at tubal sterilisation by the essure technique on (B)(6) 2013, which half failed"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). In 2018, the patient experienced dermatitis allergic (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("blockages in the lumbar region, closer and closer together in time"). The patient was treated with surgery (devices removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, dermatitis allergic, complication of device insertion and back pain outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, dermatitis allergic and device breakage to be related to essure. The reporter commented: a second insertion procedure was performed on (B)(6) 2014. She was prescribed with a contraceptive pill to try to alleviate the problems; she did not tolerate the pill, so she went back to putting up with the pain as best she could. In october 2017, she received a call from the surgeon in the gynaecology unit and was asked whether the pain persisted. To be sure that she would not have any more psychological concerns that might be the cause of the pain, he proposed to remove the essure inserts. After the procedure, she developed a serious skin allergy in the gluteal region, for which she received treatment in emergency room, as well as medication. Current status of the patient: disability leave following the procedure. Not sufficient hindsight to assess any change in her health status. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: found nothing of note. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-feb-2018 for the following meddra preferred terms: abdominal pain the analysis in the global safety database revealed 1.970 cases. Device breakage the analysis in the global safety database revealed 2.204 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.